Manufacturer narrative:
The device has not been returned as it remains implanted in the pt. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.

Event description:
It was reported to boston scientific that during a transobturator sling procedure, the association loop broke, but nothing detached from the device. The case was completed with another of the same device. At the completion of the procedure the pt was "fine". Around midnight, on the day of the procedure, the pt was experiencing excessive bleeding and required blood. The pt was returned to the or. Surgery was performed, abdominally, the bleed was located and sutured. The pt was given 6 units of blood. The physician was not sure what contributed to the bleed, scarring was present from a previous hysterectomy. There was no perforation of any organ observed. The pt is stable and doing well at this time.